Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) couldn¿t pass through a non-cordis sheath. The procedure was completed using manual compression. There was no reported patient injury. The device was used for a diagnostic coronary procedure using a retrograde approach with 5f non cordis sheath. The user was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device was stored and prepped as per the instructions for use (IFU). The sheath was not kinked/bent upon removal. There was no visible bend/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The patient was not morbidly obese. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The advancer tube and the sealant remained in the manufacturing position. The returned device atraumatic wire distal tip was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. The syringe and procedural sheath were not returned with the device. Per functional analysis, without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported failure could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product, and the device was able to be inserted/advanced through the lab introducer sheath without issue during the device failure investigation. Per microscopic analysis, no kink/damage in the returned device atraumatic wire distal tip was observed. A product history record (phr) review of lot f1934001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inability to advance in sheath¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The returned device performed as intended per the instructions for use (IFU). Based on the information provided it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review, nor product analysis, suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) couldn¿t pass through a non-cordis sheath. The procedure was completed using manual compression. There was no reported patient injury. The device was used for a diagnostic coronary procedure using a retrograde approach with 5f non cordis sheath. The user was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device was stored and prepped as per the instructions for use (IFU). The sheath was not kinked/bent upon removal. There was no visible bend/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The patient was not morbidly obese. The device will be returned for evaluation.